Event description:
It was reported that a patient allegedly developed two unstageable pressure ulcers after not being properly secured in accordance to the device's instructions for use. The patient was placed on the rotoprone therapy system in 2009. The following month, two pressures ulcers had allegedly developed on the lateral thorax below both armpits. Due to the presence of an eschar on each of the ulcers, the stage of the pressure ulcers could not be determined. Kci record indicates that the patient continued to receive therapy without further incident until therapy was temporarily discontinued six days later. Kci records indicate that the patient was placed back onto the rotoprone therapy system twelve days later, and continues to receive therapy as of the date of this report.

Manufacturer narrative:
Although there was no report of a product malfunction, the rotoprone therapy system was returned to the kci service center and tested per quality control procedures. The unit met specifications. Information provided by the healthcare facility during the initial report of this event, and later confirmed during this investigation, indicates that the pressure ulcers may have developed due to improperly securing the patient in the rotoprone therapy system. This is being reported as use error and may have contributed to the reported development of two unstageable pressure ulcers. Rotoprone therapy system labeling cautions to, "assess skin at frequent intervals depending on patient. Condition (at least once every four hours). Give extra attention at pressure points and locations where moisture or incontinence may occur or collect. Common pressure points include, but are not limited to, the face, ears, axilla, shoulders, sides and upper and lower extremities. Early intervention may be essential to preventing serious skin breakdown. Do not leave patient in stationary position for more than two hours consider the use of topical skin lubricants or barriers to minimize risk of skin breakdown." And "maintain a one-inch clearance (approximately two fingers) between the end of the side support pack and the patient's axilla. Never place side support pack snugly against patient's axilla. Undue pressure on axillary blood vessels and nerve injury may result."